Manufacturer narrative:
(B)(4). The insulin pump was received with detached/missing end cap. Also, severely cracked and bleeding lcd glass. Cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. No unexpected missing segment/partial display anomalies noted.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that in the top left hand corner a purple triangle came on. The customer reported that the display screen had a purple spot yesterday over insulin symbol. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.